Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was observed to have a flat abrasion on the insulation. There was no improper electrical performance noted. The lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was observed to have a flat abrasion on the insulation. There was no improper electrical performance noted. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insulation damage allegation in which the right atrial (ra) lead was observed to have a flat abrasion on the insulation was not confirmed. No insulation abnormalities were noted other than induced damage. The polyurethane insulation melted a few places which is likely from electrocautery. Noted stretched coils near lead tip and a stretched-out helix likely due to explant damage. No evidence of device defect, malfunction, or abnormal damage was found.